Event description:
It was reported that double-counting of r-waves was observed. Lead dislodgement was found. Lead was explanted and replaced.

Manufacturer narrative:
Please retract this MDR 2017865-2012-09872. Duplicate report filed on 09/05/2012, 2017865-2012-06822.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.